Event description:
Asku

Manufacturer narrative:
Reported by parent, there have been ongoing patient complications from extraction of lead. Patient had a "vein occlusion", premature ventricular contractions, and atrial-fib that were not present before surgery. The parent also stated there is going to be an atrial lead needed for bradycardia and the patient has gone from one medication to 8. Additional information was received and indicated that a lead integrity alert was triggered and the lead has an apparent fracture. The lead will be replaced. No patient complications were reported as a result of this event. (B)(4). Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, there was exposed defibrillation coil with a white substance, the outer tubing overlay was melted, the outer tubing overlay has cosmetic environmental stress cracking, the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4): we did receive performance data collected from the device and have analyzed the data. Oversensing was noted. There were six ventricular non sustained tachycardia's less than or equal to 210 ms between (B)(4) 2011 23:52:26 and (B)(4) 2011 01:30:24. Noise was also observed. Ventricular short interval count showed 30 counts, in 0.38 day, between (B)(4) 2011 16:45:08 and (B)(4) 2011 01:56:57. In addition, there was a patient alert for lead failure predictor on (B)(4) 2011 01:56:49. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing and noise observed with a short interval count of thirty in one day. The remote monitor transmitted a care-alert triggered due to the oversensing. There was some concern of a fracture on x-ray; however, the x-ray shows normal lead appearance. The lead remains in use and no patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information was received and indicated that a lead integrity alert was triggered and the lead has an apparent fracture. The lead will be replaced. No patient complications were reported as a result of this event. (B)(4). Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, there was exposed defibrillation coil with a white substance, the outer tubing overlay was melted, the outer tubing overlay has cosmetic environmental stress cracking, the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4): we did receive performance data collected from the device and have analyzed the data. Oversensing was noted. There were six ventricular non sustained tachycardia's less than or equal to 210 ms between (B)(4) 2011 23:52:26 and (B)(4) 2011 01:30:24. Noise was also observed. Ventricular short interval count showed 30 counts, in 0.38 day, between (B)(4) 2011 16:45:08 and (B)(4) 2011 01:56:57. In addition, there was a patient alert for lead failure predictor on (B)(4) 2011 01:56:49. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) sensing - oversensing (B)(4) 6 - ventricular nst<=210 ms between (B)(4) 2011 23:52:26 and (B)(4) 2011 01:30:24. (B)(4) sensing - interference/noise (B)(4) ventricular short interval count v-sic=30 counts, in 0.38 day, between (B)(4) 2011 16:45:08 and (B)(4) 2011 01:56:57. (B)(4) std review - lead integrity alert triggered (B)(4) 1 - patient alert for lead failure predictor on (B)(4) 2011 01:56:49. (B)(4) no anomalies found (B)(4) distal segment.

Manufacturer narrative:
Additional information was received and indicated that a lead integrity alert was triggered and the lead has an apparent fracture. The lead will be replaced. No patient complications were reported as a result of this event. (B)(4). Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted. There were six ventricular non sustained tachycardia's less than or equal to 210 ms between (B)(6) 2011 23:52:26 and (B)(6) 2011 01:30:24. Noise was also observed. Ventricular short interval count showed 30 counts, in 0.38 day, between (B)(6) 2011 16:45:08 and (B)(6) 2011 01:56:57. In addition there was a patient alert for lead failure predictor on (B)(6) 2011 01:56:49. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The lead has now been returned and analysis is in process. Additional information was received and indicated that a lead integrity alert was triggered and the lead has an apparent fracture. The lead will be replaced. No patient complications were reported as a result of this event. (B)(4). Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted. There were six ventricular non sustained tachycardia's less than or equal to 210 ms between (B)(6) 2011 23:52:26 and (B)(6)-2011 01:30:24. Noise was also observed. Ventricular short interval count showed 30 counts, in 0.38 day, between (B)(6) 2011 16:45:08 and (B)(6)-2011 01:56:57. In addition there was a patient alert for lead failure predictor on (B)(6) 2011 01:56:49. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.